Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because the wrong frame reference exam was selected to get the frame coordinated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode and probe placement. It was reported that the wrong frame reference exam was selected which caused the wrong frame coordinated to be inputted. This caused the lead to placed in the wrong spot. The patient was scanned after the surgery was aborted and did not have any adverse effects despite the lead being placed incorrectly. They had a scan from two weeks ago with a crw frame from a previous procedure that they used for a new procedure. They had anew scan available but never selected it. The issue was noticed more than an hour into the procedure and the surgery was aborted. The patient was affected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the patient decided to have another procedure to correct the lead placement. The procedure was completed with no issues.